Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level that ranged from 460 mg/dl to "high" on the continuous glucose monitor. Cause was not known. A correction bolus was delivered to address bg. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.